Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 523 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Caller was advised that insulin pump would need to be replaced.